Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) is being evaluated for driveline power faults. The system controller was returned for analysis, and a log file was submitted for review, and another was downloaded for review. A review of the submitted log files showed overlapping events spanning approximately 3 days (08oct2023 ¿ 09oct2023, 19oct2023 per timestamp). Event captured on 19oct2023 took place in the testing at abbott. Driveline power fault alarms were active on 09oct2023 from 14:04:46 ¿ 16:17:07 due to ocp b open/pwr b broken faults. The alarms did not clear in the log file. The driveline was disconnected on 09oct2023 at 16:15:29 and the controller as shut down at 16:17:07. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller was connected to a mock loop and a fuse was found to be opened. The fuse was replaced, and the controller was retested. The controller was able to operate a pump with no alarms active and was able to function as intended following the repair. The fuse was opened due to damaged wires in the modular cable. The alarms are also attributed to the damaged wires in the modular cable. The root cause of the reported event was conclusively determined to be caused by damaged wires in the modular cable. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented in clinic following a "replace system controller" and driveline fault alarms on (B)(6) 2023 at 1404. The patient was stable, and the pump was running. Log files were submitted for review. The log captured yellow wrench/controller internal fault events starting at 1404 on (B)(6) 2023 followed by driveline power faults that continued for the remainder of the log. It was noted that the log showed that the fuse was open on the b side of the power. The system controller and modular cable were exchanged and there were no further alarms. Follow up log files were submitted, and which only had a couple of lines of relevant data that were routine. Related manufacturer reference number: 2916596-2023-07374 . Modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.